Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and developed hemolysis the following day post implant and would subsequently expire. The patient presented with difficulty breathing and shortness of breath and was found to be in atrial fibrillation. Catheterization was completed and revealed 90 percent occlusion of the left anterior descending, which was treated with balloon angioplasty and stenting. The decision was made to place an impella cp postoperatively and continue with transfer out to a higher level of care facility. After the pump was placed the following day there were signs of hemolysis. The patient had a traumatic foley at the first hospital before arriving to the tertiary center. The signs of hemolysis observed were hemolyzed labs and elevated plasma hemoglobin. The performance level for support was decreased. Two days later, sedation was turned off. The patient was not responding, and status remained unchanged now four days later after start of mcs (still no patient response). Hemolysis was again noted. The performance level had been increased, and urine and sputum became bloody. The performance level was reduced, to manage the complication. However, care was withdrawn, and the patient would expire this same day. Although care was withdrawn there is not enough information to exclude the impella cp as an associated factor the event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿